Event description:
It was reported that the patient's diagnostics showed high impedance and patient was no longer feeling stimulation. Device parameters were increased and patient still felt no stimulation, though he felt a small amount during the diagnostic tests. Device was turned off and x-rays were taken of the device. X-rays were received and reviewed by the manufacturer. Upon review, a gross lead fracture was found near the electrode site. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.